Event description:
Customer reported a malfunction alarm with their device. There was no adverse impact to the customer's blood glucose level as no specific blood glucose value information was provided. The customer is in the process of returning the faulty pump for examination, and technical support has issued a replacement pump with a new serial number.